Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure by customer was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e104 fog free function error, outer tube is dented and light guide bundle breakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e104 fog free function error due to component failure of the defogging function, outer tube is dented due to component failure of the outer tube, light guide bundle breakage caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the rigid video laparoscope cannot connect. The event occurred during inspection for use. There were no reports of patient harm.